Event description:
New information received stated that fracture was noted on the lead.

Event description:
New information received stated that the clinic received an alert on (B)(6) 2020 for additional episodes of low pacing lead impedance. The patient was brought to the clinic but the low impedance was not observed during the visit. The patient was in stable condition and no changes were made to the lead at this time.

Event description:
New information received stated that on (B)(6) 2020, the lead was explanted and replaced successfully. The patient was reported to be in stable condition.

Manufacturer narrative:
The reported events of lead noise, low pacing impedance, and insulation abrasion were confirmed. The reported event of lead fracture was not confirmed. Final analysis found a partial lead was returned in two pieces. The connector portion was 16.2 cm and the distal portion was 40.0 cm long. External insulation abrasion breaching the right ventricular (rv) cable lumen at 13.0 cm to 13.3 cm from the connector pin. This abrasion was consistent with friction to the device can. Internal insulation abrasion breaching all the lumens and exposing the inner coil at 11.2 cm to 14.2 cm from the distal tip. Procedural damage to lead insulation was noted at this location. Ptfe liner was not noted in this location. Internal insulation abrasion was found breaching the rv cable lumen at 11.4 cm to 12.6 cm from the distal tip. External insulation abrasion due to friction to the device can was found breaching the rv cable lumen at 39.5 cm to 40.0 cm from the distal tip. Etfe cable coating was abraded at this location. During the destructive analysis, an internal insulation abrasion breaching the ring electrode (re) lumen was found underneath the superior vena cava (svc) coil at 20.8 cm to 20.9 cm from the distal tip. The etfe cable coating of one re cable was abraded at this location. The cause of the reported the reported events of noise and low pacing lead impedance were isolated to abrasion to the etfe cable coating of the one ring electrode cable. The cause of the external insulation abrasions was consistent with friction to the device can. All other damages found were consistent with procedural damage. No other anomalies were found.

Manufacturer narrative:
Additional information: b5, h6, h7, h9.

Event description:
New information received stated that the patient presented to the hospital for a lead revision procedure on (B)(6) 2020. It was noted that the right ventricular lead exhibited low impedance and noise indicative of a lead fracture. During the removal of the lead, the physician discovered the lead had externalized conductor noted in the pocket of the pulse generator device. A stylet was passed through the lead for removal and it was noted that the helix could not be retracted. The physician deployed a different method of removal and the lead was eventually extracted successfully. The procedure was then completed with no further complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with an episode of ventricular fibrillation and non-sustained oversensing due to right ventricular lead noise oversensing. The lead also had an incident of low lead impedance. It was noted that sensing adjustments could not be made to resolve the noise anomaly. The return to sinus setting was reprogrammed as recommended. There were no adverse consequences to the patient.